Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak on the cartridge chemistry (cc) reagent mixer motion error and puddle on the cc side of the unicel dxc 600i instrument. No injury or exposure was reported.

Manufacturer narrative:
A bec field service engineer replaced vertical home sensor and mixing paddles. Fse realigned mixer assembly and this resolve the resolve.